Manufacturer narrative:
CAPA 2023-006. The device has not been returned. However, the non-visual device evaluation has been completed and the results are as follows: DHR results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. Supplier ((B)(4)) reviewed the associated material lot and confirmed no manufacturing deviation or abnormality. After such a long period of wear, adhesions to the splint can be the cause. Additionally, (B)(4) reported no further complaints for this material lot. Lot# e-pro 11847205 (erkoloc-pro) was manufactured from april 4, 2022 and was assigned an expiration of april 2025. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the customer has not returned the complaint part for investigation to date. However, the non-visual device investigation has been completed. Root cause: a root cause for this complaint cannot be explicitly determined. IFU 9091 rev 4.0 (comfort h/s bite splint instruction for use) states "brush and floss your teeth before use. Rinse mouth well with clean water before inserting the device. If patient uses mouthwash, all traces of mouthwash should be removed by thoroughly rinsing out mouth with water. Rinse bite splint well with clean, cool water before and after use. Clean bite splint with clean, cool water only and let air dry." IFU provides warning "do not clean or soak in mouthwash; do not use denture cleanser, hot water, alcohol, hydrogen peroxide; do not place in direct sunlight". Glidewell research team and namsa conducted a series of testing on a similar thermoformed sleep device (haley) following iso 10993 (biological evaluation of medical devices) and the device was evaluated for potential cytotoxicity, skin irritation, delayed dermal contact sensitization and oral mucosal irritation. The haley test article was thermoformed with layers of (B)(4) material (erkoloc-pro and erkodur). The test results were listed below and summarized in biocompatibility report for haley sleep device (rpt 9733 rev 1.0). For cytotoxicity testing, the test article extract showed no evidence of causing cell lysis or toxicity. For skin irritation, there was no erythema and no edema observed on the skin of the animals treated with the test article. For sensitization testing, the test article extracts showed no evidence of causing delayed dermal contact sensitization. The test article showed nonirritant to the oral mucosa as compared to the control article. The device materials have been found to be biocompatible through the testing. There was no cytotoxic, sensitization, skin irritation, or oral mucosal irritation found in any of the test articles.

Manufacturer narrative:
Device labeling: comfort bite splints are intended to be used on a single patient only. The reuse of such device on another patient is not recommended due to the risks of improper fit and cross-contamination/infection. Comfort bite splints may only be used for their intended use in accordance with general rules for dental treatment. If the indications for use are not clearly specified, treatment should be suspended until those considerations have been clarified. Irritation of the mouth, tongue, and lips may occur. Regular dental follow-ups are recommended to review any side effects to avoid device breakage, allergic reaction, irritation, or discomfort. CAPA 23-006, manufacturer reference: (B)(4).

Event description:
It was additionally reported that the patient was experiencing continuous rashes and sores in the oral cavity. The patient reportedly wore the appliance for 1 month and the symptoms resolved in 1-2 days after ceasing use. The patient went to see an allergist. No additional information has been provided.

Manufacturer narrative:
The device has not been returned. If/when there is more information provided, a supplemental report will be submitted. The patients date of birth was not provided when asked. The patients weight is not provided when asked. Implant/ explant date: this information not provided when asked. Date of event: this information was not provided when asked. Relevant tests/laboratory data/ other relevant history: this information was not provided when asked. Serial number of the device is manufactured by prescription. Implant/ explant date: is not applicable as the device is manufactured by prescription and not implantable.

Event description:
It was reported that the patient had a reaction to the comfort hard soft splint. It is unclear when the patient received the device, when the patient first used the device, or when the reaction occurred. Patient questionnaire received on 1-3-23. The provider notes, "at this time the patient wishes to speak to her allergist first with the information sent. She is not sure if the nightguard is the exact problem, but it seems to be looking that way. So until the patient wishes to proceed I have no additional information to give to you.".